Manufacturer narrative:
The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. According to the provided patient interface serial number the reported treatment could be identified in the logfile. The reported treatment was aborted by the user due to the user released the laser pedal, which caused the interruption of the treatment during bed cut. So the reported issue is not caused by the system or the used patient interface. No technical root cause could be identified. The system was working within specification. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that the patient interface lost suction after the pedal was pressed during laser treatment of the right eye. The patient was treated the same day with no patient harm. Additional information requested.